Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display. She declined to provide her blood glucose. She stated that when she tried changing the battery in her pump, the screen was solid white and beeping loudly. During troubleshooting, the customer was advised to disconnect at the quick release. She said that the display was still white. She did not report that the screen was flashing when screen was turned on after it had been in sleep mode. The customer said that it had been in the box prior to the incident. She was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per her doctor¿s orders. The insulin pump will be returned for analysis.